Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Based on the computed tomography scan, the spaceoar placement was suboptimal. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: correction additional information received on (B)(6)2022, indicating that the event reported under this report (MFR report number 3005099803-2022-02555) is a duplicate of a previously reported event under MFR report number: 3005099803-2022-02542.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6), 2022. Based on the computed tomography scan, the spaceoar placement was suboptimal. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.